Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, during transection of the bowel, the device did not fire. The device was sticking. There was no patient injury.